Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu0624 showed one other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that nurse noted the PICC leaking from a pin hole near insertion site. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and it was determined that the leak developed during use. One groshong d/l nxt PICC was returned for investigation. The catheter was received without the stylet, which indicates that the returned sample was used. A functional test revealed a leak between the 39 and 40 cm depth marks. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a hole was found in the tubing at the terminus of a semi-circumferential crease in the catheter. The leak in the catheter was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Adjoining surfaces which were polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebu0624 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that nurse noted the PICC leaking from a pin hole near insertion site. No patient injury reported.